Manufacturer narrative:
Date of event is unknown, no information has been provided to date. A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the bracket on the back of the h-31b is gone and won't attach to the main unit. There has been no report of patient involvement.

Event description:
Additional information received via email. The exact date of event is unknown. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Health effects and evaluation codes: updated. One device was received. Visual inspection: air detector was missing the mounting bracket. Return tube was cracked causing low fluid pressure. Tower enclosure was in good physical condition. The air detector mounting bracket was missing confirming the complaint. A root cause due to customer misplaced/damaged the bracket. A device history record (DHR) review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. Action taken, replaced the air detector mounting bracket, return tube, o-rings, and fan guard per preventative maintenance (pm). Device passed all functional and delivery tests.